Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6 pocket 3 door would not open, pyxis was ready to open and require bin scan but unable to open door. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue could not be reproduced because the reported drawer 6 failure was not possible on this station, which only had five drawers with a bin matrix in the bottom position. The field service engineer checked nearby medstations, reviewed mpar air and pharmacy reports, and performed hardware tests, and no faults were found. The system functioned as intended after the field service engineer investigated the device.